Event description:
Healthcare professional, later reported. "Lump right lower pore. And capsular contracture, baker grade I". The device has been explanted and replaced with non-allergan device. This record relates to right side.

Event description:
Healthcare professional reported right side device rupture. Healthcare professional later reported "lump right lower pore and capsular contracture baker grade I." The device has been explanted and replaced with non-allergan device. This record relates to right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: the device related to the reported event rupture, lump/nodule and capsular contracture was received on march 15, 2024, with lot number 3121936. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on posterior side assessed as smooth opening and observed broken and opening on radius assessed as surgical damage. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ lump/nodule: unable to observe since it is not related to the device. Additional observations: ¿ observed non penetrating nicks. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side device rupture. Healthcare professional later reported "lump right lower pore and capsular contracture baker grade I." The device has been explanted and replaced with non-allergan device. This record relates to right side.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 12apr2024.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.